Event description:
It was reported that the patient had an MRI for neck pain (which was not device related) with the device implanted but the device wasn¿t in MRI mode. It was further reported the patient was unable to feel stimulation with normal impedances. It was unknown if any diagnostic testing or troubleshooting was performed, what the cause of the issue was, or if the issue was resolved. As a result the lead was replaced but it wasn¿t clear if this was the source of the malfunction or the loss of stimulation as the patient also reported numerous falls around the same time. During post-op. The patient reported a return of stimulation with the new lead and the old battery. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 3586, serial # (B)(4), implanted: (B)(6) 1990, explanted: (B)(6) 2015, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 74002, lot # n373996, implanted: (B)(6) 2013, product type adapter; product ID 748940, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).